Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : patient played soccer, ate a slice of pizza , and went to bed on (B)(6) 2013 with a blood glucose (bg) of 200 mg/dl. Patient had given a normal bolus for the pizza. Patient woke up at 1:30am on (B)(6) 2013: bg was 30mg/dl with heavy breathing . Reporter disconnected patient from pump, gave orange juice and chocolate; at 1:45am bg was 60mg/dl and at 2am bg was over 120mg/dl. Reporter states that bg has been fine since that time. Customer support (cs) reviewed normal vs combo bolus and advised reporter to follow-up with the health care provider regarding combo bolus and what other foods can require combo bolus, and to call animas back as needed. There is no allegation of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.